Manufacturer narrative:
Product complaint (B)(4). Additional information received confirmed that the stent prematurely deployed in the microcatheter hub. No excessive force was applied at any time. It was verified that the introducer was fully seated & secured in the hub. Adequate continuous flush was maintained through the catheter. Another similar device went through the same microcatheter without difficulty. The rhv was not opened to allow the passage of the device. The stent/stent delivery system did not appear damaged. The rhv/mc did not appear damaged. The mc or the stent delivery did not kink or bend at any time. There was no patient injury. There were no procedural delays due to the event. The same rhv/mc was not used to complete the procedure. The devices were used as per the instructions for use (IFU). The stent was still attached to the delivery wire when removed from the patient.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product catalog and lot numbers were not reported; UDI unavailable. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00980. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during an intracranial stent assist coil embolization, a 4.5 mmd 37 mml enterprise stent (enc453700, 11106417) became stuck in y connector through withdrawn. The stent was deployed partly when it arrived the target position. But the physician thought the position was not good enough. The user then advanced the prowler select plus micro catheter (mc) to pull back the stent. The stent got back into the micro catheter successfully. Afterwards, the physician was going to pull back the stent, adjust the microcatheter to another position, and put the stent into microcatheter again. However, the stent became stuck in the y connector of the microcatheter. The physician withdrew it a little bit heavily and the delivery wire became separated with the stent. The stent was still stuck in the catheter. Physician had to withdraw the microcatheter with the stent together and replaced by a new stent and microcatheter (same product code) to complete the operation. No patient injured reported. Target position was lost.